Manufacturer narrative:
The device was returned for evaluation along with the delivery system and loader assembly inserted. The delivery system was locked at default position with no flex or fine adjust used and a bend on the balloon shaft due to return device packaging. A picture of the sheath after the procedure was provided reveals that the sheath shaft separated from the sheath housing.  The returned device was visually inspected and the following was noted: strain relief torn, tool marks on strain relief and shaft; no portion of sheath shaft left inside housing; evidence of adhesive observed on and inside comnut; kink on sheath ~7¿ from distal tip, sheath shaft expanded as designed until kink; sheath shaft tear under strain relief; no visual abnormalities observed on sheath distal tip, valve, or loader; comnut was securely fastened onto the housing.  The sheath housing was flushed and no leakage was observed from the proximal end. The complaint sheath shaft was then reassembled by hand onto an unused sample housing and comnut and pulled manually. The sheath shaft was able to be dislodged and separated from the housing and comnut with minimal resistance observed. Due to the returned condition of the device (separated shaft, partially expanded/kinked/stretched), no applicable dimensional analysis was able to be performed. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints relating to sheath housing, hemostasis valve ¿ separated.  A review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed no additional returned complaints for sheath housing, hemostasis valve ¿ separated for the expandable sheath (all models and sizes).  A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limits for the trend categories. A review of the instruction for use (IFU) and training manual revealed no deficiencies. The complaint description indicated that the procedure and condition in which the sheath was used was not atypical, ¿the sheath was not severely torqued. Neither was it advanced in any different fashion or depth than is typically expected. The patient¿s access was not particularly challenging¿. In addition, the separated shaft did not exhibit any severe damage or evidence of stretching at the separation point. Adhesive remained primarily intact on the comnut and the shaft appeared to cleanly dislodge and separate. This suggests that the separation was not due to excessive forces which lead to the failure (force, stretching and subsequently failure). The exact root cause was unable to be determined and multiple factors may have contributed to the complaint. The complaint for sheath housing, hemostasis valve - separated was confirmed. Investigation of the device indicate that a manufacturing non-conformance may have led to the reported event. Review of complaint history reveal that this is the first report of this issue. Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. Product risk assessment (pra) has been initiated to assess product and clinical risk related to this event.  CAPA has been initiated for further investigation to determine root cause and corrective/preventive action as required. In this case, the complaint was confirmed and manufacturing non-conformance likely contributed to the reported event. Due to the high severity/criticality level for this failure mode, pra has been initiated for risk assessment, and CAPA has been initiated to capture further investigation and corrective action activities.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist, during implantation of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the stem of the 16f esheath separated from the hub while advancing the valve and delivery system. It wasn't until the valve had passed through the sheath that the operator felt a recoil in the system. Looking down at the groin it was discovered that the non-expanding portion of the stem had completely separated from the hub of the sheath. The entire system (valve, delivery system and sheath including the hub) was removed from the patient and with a hemostat, the stem of the sheath, which still protruded from the entry site, was removed from the patient. An entire new system and sheath were then prepped and successfully used in deploying the new 29mm sapien 3 valve. There were no further complications, complete hemostasis was obtained and the patient is in stable condition. The sheath was not severely torqued. Neither was it advanced in any different fashion or depth than is typically expected. The patient¿s access was not particularly challenging. The device was returned for evaluation. The pre-decontamination evaluation determined the delivery system was returned locked at default position, no fa, and no flex. The delivery system was fully inserted through sheath housing and full loader assembly, partially inserted into sheath shaft. The loader is fully inserted into sheath housing. There was a bend in balloon shaft due to return packaging. Tool marks on sheath strain relief were observed. No portion of sheath shaft left inside housing. The strain relief was torn. There were no abnormalities observed on loader. There is evidence of adhesive observed on and inside comnut. Sheath housing was flushed and no leakage was observed from proximal end. There was a kink on sheath approximately 7" from distal tip. The sheath shaft expanded as designed until kink. There were no visual abnormalities observed on valve or sheath distal tip. The valve deployed off balloon, loader and sheath housing removed off delivery system by the edwards engineer.